Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer has hearing benefit from the device.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient has no longer benefit from the device. A technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer has any hearing benefit from the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a fatigue breakage of the bifilar wire, which can very likely be caused by uncommon chronic micromovement or mechanic strain along the bifilar wire. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user no longer has any hearing benefit from the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient has no longer benefit from the device. A technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user no longer has any hearing benefit from the device. Re-implantation is planned, but no date has been scheduled yet.